Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a blood glucose of 1.7 mmol/l and that the pump was inaccurately delivering. The pump was reviewed with the reporter and found that the pump settings were programmed correctly, the basal history correctly matched the programmed basal rates and was correctly reflected in the total daily dose history, and the bolus history recorded boluses as programmed and were reflected in the total daily dose. The reported being able to successfully deliver an air bolus and confirmed it recorded in the pump history correctly. The event was reviewed and the reporter indicated that the patient's blood glucose was not increasing despite normal treatment for hypoglycemia. The reporter was advised that troubleshooting found no indication of a malfunction of the pump and advised the reporter to follow up with a health care provider related to the hypoglycemia for potential diabetes management factors; the pump was replaced per unresolved concerns about the pump function. This report is made based on the allegation that the patient experienced hyperglycemia associated with concern that the pump may have been inaccurately delivering insulin.

Manufacturer narrative:
Follow-up #1 (B)(6) 2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump black box history showed that the pump emitted a loss of prime warning on (B)(6) 2016 at 09:12 and the delivery was not resumed until 10:37. The pump was exercised without loss of prime warnings duplicated. A delivery accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the battery compartment was observed to be cracked below the bumper pad.